Event description:
The patient received an inappropriate shock due to a low r-wave and t-wave oversensing. The lead was discarded.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.